Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned infusion set, the complaint of leaking housing is unconfirmed. A functional test of attempting to infuse water into the returned infusion set using a 12 ml syringe revealed no leaks and nothing remarkable during this functional test. The device was then pressurized and no leaks were observed. Because the problem could not be reproduced, the complaint of a leaking infusion set is unconfirmed.

Event description:
It was reported that when the device was primed with saline solution, resistance was felt and no saline solution was drained from the needle tip. When the plunger of the syringe was pushed further, saline solution leaked from the connection between the handle of the needle and the tubing. There was no reported patient involvement.

Event description:
It was reported that when the device was primed with saline solution, resistance was felt and no saline solution was drained from the needle tip. When the plunger of the syringe was pushed further, saline solution leaked from the connection between the handle of the needle and the tubing. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.